Manufacturer narrative:
Type of investigation not yet determined: acquiring more information on status of iabp. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) unit is having autofill issues. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The customers biomedical department completed repairs on the unit. A supplemental report will be submitted upon completion of our investigation.